Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was at the hcp office to remove stitches and be programmed. The patient said she has burning at the incision site. The patient first thought it was related to the incision site healing process, but once it was healed the burning was still occurring. The burning subsides when the ins was off. The burning has occurred since implant. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-07. The cause of the burning at the incision site was never determined. They changed the programming using different leads and this stopped the burning. The patient is no longer experiencing burning sensation at the incision site. They have no record of the patient¿s weight. This was confirmed with the patient. Additional information was received from the rep on 2019-jan-08. The rep reported that the patient's issue has resolved. The rep reports that when they saw the patient, they made some changes in the electrodes and that resolved the issue. Impedance values were within normal limits. The rep reports that they received a call from the patient today. They reported that the issue is now back again. The rep is not with the patient during this call. The patient reports that the burning sensation along the hip and different area of the spine. Reports burning sensation only occurs when stimulation is turned on, goes away when its off, but patient I ndicated that they feel like they have been burned. The rep reports that when they saw the patient last week, the incision on the spine was red, dime size. Reports today, patient indicated multiple areas along the spine with dime size redness. The rep reports that when the patient saw the physician, no incision was seen. They were redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.